Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The complaint device is implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this pertains to the second of two devices implanted into the patient during two different procedures. It was reported to boston scientific corporation that a solyx blue sis system was implanted during a single incision sling procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence. According to the complainant, post procedure, the patient experienced more bladder leakage than she had before. On (B)(6) 2019, a mesh removal and placement of retropubic sling was performed by removing the solyx sling from the original surgery and was replaced with a lynx sling. There were no patient complications noted after the revision. On (B)(6) 2019, the patient returned to the physician because the patient developed incomplete bladder emptying with straining to void which required a self-catheterization. On the same day, the physician incised the lynx sling. During the patient's follow-up visit after the sling incision, the patient is reportedly still experiencing leaking more than before. Reportedly, the physician will be referring the patient to another physician.